Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead had perforated the patient's myocardium. An effusion was noted. The patient was seen for a revision procedure where the lead was attempted to be repositioned but was unable to be as the helix would not retract. The lead was explanted. There were no additional adverse patient effects reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The helix was noted to be extended with dried blood/body fluid noted in the helix housing. After the blood/body fluid was loosened from the helix mechanism, the helix was functional but sticky. The lead was determined to be electrically continuous.